Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The patient had a medical history of copd. Two lesions were biopsied: lesion #1 was 2.2cm and located in the right upper lobe and lesion #2 was 1cm and located in the right lower lobe. One of the biopsied lesions was located on the pleura. Instruments utilized for the biopsy included both 21g and 23g flexision needles, forceps, cytology brush, and a bronchoalveolar lavage was performed. Staging utilizing endobronchial ultrasound was also performed. Per the physician, the needle malfunctioned, which resulted in the needle hub thrusting forward out of the needle sheath, and the inconsistent extension of the needle compromised the ability to control needle advancement. The procedure was completed, and afterwards, the patient experienced hypoxia and shortness of breath. A chest tube was inserted, then the patient was hospitalized for 48 hours prior to being discharged home. The physician believed a pneumothorax could have possibly occurred with another biopsy modality. The preliminary diagnosis from rapid on-site evaluation was the presence neoplasm (malignant) for lesion #1 and lesion #2 was non-diagnostic.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.